Event description:
Swelling in the injected knee [joint swelling]; increased knee pain [arthralgia]; knee effusion [joint effusion]. Case description: spontaneous report received on 28-dec-2007 from a physician assistant via a sales representative regarding a female patient, initials and age unknown. Her relevant medical history included osteoarthritis and previous treatment with synvisc. The patient received a dose of synvisc in 2007, administered via the intra-articular route. On an unknown date after starting synvisc, the patient experienced a local reaction involving swelling in the injected knee. As of the date of receipt of this report the patient outcome was unknown. Qa investigation results received on 10-jan-2008. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in "product complaint handling" to determine if corrective action is required. Additional information was received on 21-jan-2008 from the physician. The patient was a female. The patient's relevant medical history included severe osteoarthritis of the right knee with prior effusion, joint narrowing, and osteophytes. The patient was previously treated with nsaids, steroids, and synvisc. In 2007, the patient received the first injection of her third synvisc series in her right knee. The next day, the patient experienced swelling int he injected knee which was treated with 1cc of kenalog and 3cc of local anesthetic six days later. The swelling resolved on the same day. After the synvisc injection, the patient also experienced increased pain which resolved. Prior to that day, the patient had 50cc of clear fluid aspirated from the knee. The synvisc series was not continued. The physician assessed the relationship of these events to synvisc as probably related. As of the date of receipt of this report, the patient had recovered.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints as stated in "product complaint handling" to determine if corrective action is required.